Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem was not confirmed; the locking mechanism was functional, and it was difficulty but possible to insert and remove a cutter. The difficulty inserting/removing the cutter was due to damaged/corroded bearings, likely due to improper or ineffective cleaning. (B)(4).

Event description:
Report received from (B)(6) stating that the "cutter could not be removed" form the device. It is known that the device was not being used during surgery; however, it is unk if there were any injuries or medical intervention related to the event. The date of the event is unk. No add'l info provided.